Event description:
The customer contacted heartsine to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine observed plastic debris on the device's pogo-pin; however, it could not be confirmed how the plastic debris attached to the pogo-pin. The device was scrapped by heartsine and the customer received a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device will not power on. There was no report of patient use associated with the reported event.